Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and reservoir was leaking and had air bubbles. The customer¿s blood glucose level was 380 mg/dl at the time of incident and current blood glucose level was 196 mg/dl. The customer was treated with manual injection and insulin pen for high blood glucose level. The customer¿s blood glucose level on the day of reporting was 226 mg/dl. The customer reported that the drive support cap was normal. The customer performed self test and it passed. The customer alleged insulin pump was under delivering as the insulin pump had no impact on high blood glucose level and the customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify possible under delivery anomaly and perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement accuracy test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.